Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system error logs were analyzed for evidence related to the reported issue. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch during a patient care case. No patient injury or death was reported related to this event.